Manufacturer narrative:
Reliability analysis not required due to the complaint related to enlite serter. Cannot test or reproduce skin irritation in lab.

Event description:
Customer's mother called stating customer is having sensor malfunction and tape irritating the skin. During troubleshooting, mother was able to insert sensor using serter but due to apprehension, she removed it. Advised sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.